Event description:
A 6f avanti plus sheath introducer sheared off completely in half as it was being removed, by the tech, from the right groin area. The sheath was being used for a routine diagnostic heart catheterization involving 6f jr4, 3drc and pigtail catheters. The sheath was in place for less than 20 minutes. The sheared pieced (approximately 3cm long) could not be retrieved by the cardiologist, therefore, it had to be surgically removed via a femoral cut down. After it was removed, the cut down was repaired. Pedal pulses were never lost and were present post procedure.

Manufacturer narrative:
The complaint report stated that a 6f avanti+ catheter sheath introducer 'sheared off completely in half as it was being removed" from the right groin area. The separated segment was removed via cut-down and no lasting patient injury occurred. Pedal pulses were never lost and were present post procedure. The sheath was in place for less than 20 minutes during a routine cath. There was no report of scar tissue at the access site or tortuosity of the vasculature. No kinks or product damages were noted prior to the separation; a "sheathogram" was performed prior to pulling. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The complaint could not be confirmed without a product return. Review of the available information does not make it possible to determine what factors may have contributed to the event.